Manufacturer narrative:
Conclusion and justification status: the complaint states same patient as (B)(4). Patient lawyer contacted depuy in order to get chemical composition for knee component as patient is suffering allergy. It should be noted the chemical composition was provided outside of the complaints system. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete

Event description:
Further information received indicating that the tibial tray was loose.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient lawyer contacted depuy in order to get chemical composition for knee component as patient is suffering allergy.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4 lot #, d4 expiry date, f10 patient code, h4 manufacture date. The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete. UDI: (B)(4).